Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Patient had a right tha using daa technique (direct anterior approach) with accolade 2 and tritanium cup implants patient came to ER with a periprosthetic fracture, patient got out of bed pivoted leg gave out and fell landing on her right hip, patient stayed and was brought in the next day to revise the fracture hip, patient was prepped and place in right lateral position, incised the hip using a posterior approach, removed femoral head off the accolade 2 stem then used a plyers slap hammer to remove accolade 2 stem, dall miles cables place to fix the fracture, once fracture was fixed began to conically ream using restoration modular reamers, reamed to size 17, took an intra op cross table lateral x-ray to see if reamer size is correct, open the 17 stem, proximally reamed to 23, trialed 23 +0 std body, used +8 32 v40 head trial, rom was tested, was good, shuck test was done was good, except for head trial getting stuck into the poly liner, opened real cone body and +8 femoral head, patient closed in standard fashion, patient went to pacu in stable and satisfactory condition.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: peri-prosthetic fractures are in principal a procedure-related complication of any arthroplasty with sometimes additional patient-related risk factors such as obesity or osteoporosis which are not evident in this case although the daa with its limited femoral exposure and torsional strain upon the femur may have been a factor of relevance. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a right tha using daa technique (direct anterior approach) with accolade 2 and tritanium cup implants patient came to ER with a periprosthetic fracture, patient got out of bed pivoted leg gave out and fell landing on her right hip, patient stayed and was brought in the next day to revise the fracture hip, patient was prepped and place in right lateral position, incised the hip using a posterior approach, removed femoral head off the accolade 2 stem then used a plyers slap hammer to remove accolade 2 stem, dall miles cables place to fix the fracture, once fracture was fixed began to conically ream using restoration modular reamers, reamed to size 17, took an intra op cross table lateral x-ray to see if reamer size is correct, open the 17 stem, proximally reamed to 23, trialed 23 +0 std body, used +8 32 v40 head trial, rom was tested, was good, shuck test was done was good, except for head trial getting stuck into the poly liner, opened real cone body and +8 femoral head, patient closed in standard fashion, patient went to pacu in stable and satisfactory condition.